Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge. Medwatch 2 of 3 (transmitter): 3004209178-2011-00971. Medwatch 3 of 3 (sensor): 2032227-2011-00972.

Event description:
It was reported that the customer was hospitalized for hyperglycemia with a blood glucose reading of 600 mg/dl. The customer stated that following the event, she changed her infusion set but the insulin pump did not give any alarms to let her know that the infusion set was occluded. Nothing further was reported.